Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm instrument for failure analysis investigation. The instrument was analyzed and found to fail the fiber test on the clock-spring fiber and parallelogram fiber assemblies. The probable root cause is due to an issue with the parallelogram and clock-spring fiber within the usm. This issue can be resolved by having the fse replace the usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 1. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that universal surgical manipulator (usm) 1 faulted. The customer was able to recover the error, but usm 1 was disabled. The tse confirmed multiple errors pointing to usm 1. The customer was able to continue with the procedure with the remaining three usm arms. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the following additional information: the procedure was completed robotically with the three remaining three usm arms. No injury occurred on the patient.